Manufacturer narrative:
(B)(4). Visual, dimensional and/or functional testing inspection under magnification reveals that the jaws of the failed part were both bent in the same location. The jaw that broke was bent against its original form direction which caused it to fracture. DHR review results review of the DHR yielded no findings. All operations and documentation were completed. This device was manufactured on september 28, 2016. Root cause ultimate cause of failure appears to be use inconsistent with original intended functionality.

Event description:
It was reported: during the suprarenal laparoscopic surgery suprarenal the opening was perfect without any issue. The incident happened when the retraction of the adipose tissue of the retroperitoneal cavity was being performed, the grasper broke. No broken parts remained inside the patient. The piece was removed by using another grasper without any difficulty. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported: during the suprarenal laparoscopic surgery suprarenal the opening was perfect without any issue. The incident happened when the retraction of the adipose tissue of the retroperitoneal cavity was being performed, the grasper broke. No broken parts remained inside the patient. The piece was removed by using another grasper without any difficulty. There was no reported patient injury.